Event description:
The manufacturer received information alleging the o2 inlet is leaking. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's inlet side panel and oxygen blending module sub assembly were replaced to address the issue.